Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. During troubleshooting, the fse noticed the unit had identified itself as a cs100. With this setting in system configuration, the unit will not recognize or communicate with the fiber optic module. To fix the issue, the fse corrected the setting and the unit now communicates and recognizes the fiber optic module. The fse ran several fiber optic tests with test unit without issue. All functional and safety checks were performed to meet/and met factory specifications. The iabp was then returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a training session conducted by a getinge clinical trainer, the cs300 intra-aortic balloon pump (iabp) would not recognize the fiber optic balloon. There was no patient involvement, and no adverse event was reported.